Manufacturer narrative:
Concomitant medical products: a2dr01 ipg ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and right ventricular (rv) leads dislodged. The rv lead was revised and both leads were left in use. Approximately one day later both leads dislodged again and pulled back to the superior vena cava (svc). The physician opted to explant and replace both leads. Upon removal, tissue was noted in the helices of both leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 21.9cm. If information is provided in the future, a supplemental report will be issued.